Manufacturer narrative:
The thumbscrew, intended for use in treatment, was not made available to the designated complaint unit for investigation; however, photos were provided for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports. Product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Photo of the device was returned and investigated. Based on the investigation and the prior complaints received, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that during surgery while tightening the tracker array onto handpiece, the metal screw broke in half.